Event description:
During a follow-up, increased pacing impedance, loss of capture, increased pacing impedance and increased sensing were observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition. Additional information was received indicating that externalized conductors were confirmed during the procedure.

Manufacturer narrative:
The reported events insulation abrasion, loss of capture and r-wave amp variation were confirmed while the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found multiple internal insulation abrasions breaching the ring electrode and right ventricular cable lumens in between the shock coils. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded in this location. The cause of the reported events of loss of capture and r-wave amp variation was isolated to the abrasion of the one ring electrode etfe cable coating. Further analysis found multiple external insulation abrasions breaching the ring electrode, right ventricular and superior vena cava cable lumens proximal to the suture sleeve tie impression. The etfe cable coating was not abraded in these locations. The cause of the external insulation abrasions is consistent with friction to the device can. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, increased pacing impedance, loss of capture and increased sensing were observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.